Event description:
Alaris large volume pump was alarming. A nurse opened the chamber door and the fluid free flowed into the patient. The fluid was pitocin. The patient experienced tetanic contractions. Terbutaline was administered and the patient and her baby were unharmed.